Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and it was reported that the patient was a neuro surgeon and he wanted someone to tell him why he was sick. He had a ¿not good refill¿ a little less than 5 weeks prior to (B)(6) 2016. Per the patient, the girl who put the needle in, ¿her eyes got really big and she called someone else in who called in another guy who said it looked ok¿. He didn¿t feel good after the refill and everything started going like it was now. The patient was very, very ill from the medications and he thought something happened when they filled the pump. He didn¿t think the medicine in the pump was going into his spinal fluid. He thought the medication was going into his body. The patient had several falls and when this started he had to take hydrocodone and was getting shots. The patient had been in the hospital since last sunday ((B)(6) 2016). He hadn¿t eaten or drank anything since then. For the past 4 days he was absolutely not getting well. He was miserable lying there. He could hardly walk or shower because he was too weak. Per the patient, they wanted him to leave, but he didn¿t have the strength to get out of bed. The pump was checked on (B)(6) 2016 and the patient was told that it seemed to be working fine; there was nothing wrong with it when it was interrogated. The patient didn¿t like his current clinic. The patient stated that he had nothing but problems with the current pump since it was implanted. His managing doctor wouldn¿t see him until next week to do a dye study.

Event description:
Information was received from a consumer regarding a patient's implantable infusion pump for spinal pain. It was reported on (B)(6) 2016 that after a refill the patient stated "everything went to hell." The patient's blood pressure "shot up," and he went crazy. He went to the ER where they gave him narcan for morphine overdose reversal. He thought he was going to die, and was having side effects "like breathing." The patient also stated their pump may be beeping, but was unsure if it was the pump or his cell phone. The patient stated he thought it was his cell phone beeping. The patient was being medicated through the pump with clonidine (concentration of 50mcg/ml, unknown dose), bupivacaine (concentration of 2.4mg/ml, unknown dose), and morphine (concentration of 20mg/ml, unknown dose). The patient's status was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received and it was reported the patient was again experiencing problems with the medication. Per the reporter it first went bad ¿about 3 weeks ago¿. The patient was in the ER (emergency room) and a company representative was there. The patient further reported that he had problems with the medication the morning of the report, ¿after I took 7.5 dose of hydrocodone that the dr. Prescribed.¿ at a refill the patient went in feeling fine but they had to carry him out after. The patient felt crazy weird and their head started going in circles. They called the patient¿s spouse to take him home. The patient was on tramadol now and acetaminophen. Additional information was received (B)(6) 2016 and it was reported the patient was going through morphine withdrawal and went to the emergency room. In the ER (emergency room) it was believed the patient was overdosed on hydrocodone. The hydrocodone made the patient constipated and the patient would get really sick. The patient was given narcan and it was pushed intravenously. Per the patient the medication was given wrong. The patient had told them not to give them narcan but they did and it sent the patient into ¿outer space¿. The patient further stated that it may have been a normal amount as sometimes they do that to save a patient¿s life. Nothing was done for the effects of the narcan. The patient also indicated that it may not have been overdose. The patient also stated that the pump has not worked since it was placed. The patient followed up with their healthcare professional and was told the pump was working fine. The clonidine was adjusted and they upped it twice. Something was going on so the clonidine was upped. The patient¿s back still hurts when they went off of it and they had a lot of morphine. The patient was sick and their pain increased. The patient lost 40-50 pounds and was so thin. The patient had not been able to gain the weight back. It was a mess. The patient¿s back was killing him. The patient could not walk for about an hour in the morning. The patient went to the ER twice with serious impacted bowels. It was worse than withdrawal. The patient started to follow up with another physician who was not their managing healthcare provider. The patient planned to follow up with their neurosurgeon. The patient had 2 discs removed. The patient was on tramadol now and acetaminophen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.